Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed air in line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.